Event description:
It was reported, the recliner was damaged where the metal frame screwed into the wooden frame and that the unit could not be repaired. There was no pt involvement or adverse consequence reported.